Event description:
At 6 am pt was found over rails, with restraint intact, in jack knife position, foot touching floor yet head 6" off floor, unresponsive, not breathing, face down. Restraint was removed and pt was placed on back with neck hyperextended. Pt began breathing on own, color pale, lower extremities cyanotic, radial pulse weak irregular. Aide was in to attend to pt 15 mins prior to incident. Report diagramed and documented "deep indentation from restraint" (referencing around the waist). It was noted a documented left arm bp of 64/36 was obtained however, the right arm bp was unable to be detected. The physician documented the following at 9 pm: "exam found pt very lethargic, very docile. She was a bit diaphoretic, was noted that she had subuqual cyanosis of both the upper and lower extremities, the right lower extremity was a bit cool to touch and there was more cyanosis of the right great toe then on the left side. I could feel a femoral pulse on the left side which was very adequate. Bp had dropped, when I checked this at 9:00 pm, it was 100/60, her pulse was 120, respirations were 24. She did exhibit some tenderness in the epigastrium and in the right upper quadrant of her abdomen. I did a rectal exam which revealed liquid stool which was dark colored, stained with some blood. The stool was checked as soon as she got to hosp and was found to be hemoccult positive. She had not vomited any blood. The heart was regular. Her lungs were clear. Diagnosis was not definite, but there certainly was some gastrointestinal bleeding. She appeared to be somewhat dehydrated, she appeared to have tenderness in the upper part of her abdomen. It was very difficult to obtain any type of history from this poor woman who is afflicted with advanced huntington's chorea." Resident was transferred to a second hosp on 8/6/91 with an assessment of: gastrointestinal bleed, elevated liver enzymes, renal insufficiency; probably renal necrosis secondary to her hypoperfusion. As of 8/13/91 she is in acute renal failure and has begun to receive peritoneal dialysis, 1 hr on 8/9/91 and 3 hrs on 8/12/91. She has a lumen 2 central lines and is receiving parenteral hyperalimentation. She has ischemic liver injury, and rectal bleeding secondary to the hepatic injury. She is intermittently lethargic, voice slurred (but that could be due to the huntington's); over the weekend, she had upper body swelling and difficulty breathing, for which they were and are suctioning her. Hypotensive episode; low urine output before the dialysis began. It was noted that 9 incidents had occurred within 5 wks prior to the 8/4/91 incident, all of which stated resident was found on the floor with her vest restraint on.